Event description:
It was reported that approximately 32 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak. The physician decided to correct the endoleak by explanting the devices. The patient was reported to be doing good post procedure.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices were explanted; however, only segments of the explants were returned. Visual inspection confirmed presence of fabric breach in both devices; although clinical assessment of the patient CT showed a type iiib endoleak in the cuff only. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information; however, the reported heavily calcified aortic neck, bifurcation and iliac arteries, may have contributed to this event. Patient factors that might have contributed to this event included the presence of peripheral vascular disease.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.